Event description:
It was reported that the customer experienced a low blood glucose (bg) level of low 40s mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed ice cream to address bg. The customer deleted their personal profile to address the event. Tandem technical support educated caller that ciq technology depends on accurate personal profile settings to adjust insulin delivery. Caller understood and acknowledged.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of low 40s mg/dl. Low bg cause was not known. Customer consumed ice cream to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.